Event description:
A pt experienced episodes of hypotension. The events are as follows: transfusion of packed red cells during occurrence: (1) 1 unit through sq40sjkl: no occurrence, (2) 1 unit through sq40sjkl: hypotension - infusion stopped, (3) 1 unit through rcxl1kle: hypotension - infusion stopped + saline. Reinfusion with hypotension - infusion stopped + saline. Reinfusion with hypotension: - infusion stopped + saline. Same process was done several times until transfusion was stopped completely with this unit. Post-occurrence transfusion history: one unit through product: no occurrence. Three more prc units were infused through product: no occurrences. All units were infused with slow flow rates. Transfusion of the two units that were not infused, but were involved in the hypotensive reactions were then given to a different pt. These units were transfused before 18 hours to another pt (17 yrs old, valvulopathy operated in cardiac or) through new filters, without incident.